Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of oxytocin, at a rate of 200ml/hr and the delivery was started. The container size was reported to be 500ml. No further programming parameters were provided. After approx 45 minutes, the nurse noted approx 350ml had been delivered. The device was removed from clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.